Event description:
It was reported that an infusor lv 1.5 ml/hr leaked. The customer stated that the leak was from "around the distal end of the tubing. The customer reported that this issue occurred after the device was filled with an unknown medication and the spiro was attached to the unit. The leak was observed in the overwrap. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.